Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the wash station fitting was cracked which caused the leak. The fse replaced the wash station assembly which included the wash station fitting to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a leak which came from the cta (closed tube aliquotter) area of the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.